Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where the sheath was perforated by the transseptal needle. Prior to introduction of the catheter, the transseptal needle pierced through the sheath. The physician removed the needle, and then removed the sheath. A new needle and sheath were used, and the procedure was completed without any patient consequence. If the transseptal needle deviates from its intended path, such as when the sheath is perforated, there is potential for cardiac and/or vascular injury to the patient. As a result, this event is MDR reportable.

Manufacturer narrative:
In the initial 3500a report submitted on 11/29/2016, it was stated that the full UDI number was unavailable because the lot number of the product was unknown. However, UDI does not apply to this product. (B)(4).